Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 51 year-old female patient who had essure (ess205) inserted (lot no. 509024). Additional non-serious events are detailed below. The patient had a medical history of gallbladder removal in 1991 and thyroid cancer (cured) and multi gravida (3). As concurrent condition the report mentioned parotid adenoma. Concomitant products included levothyroxine teva (levothyroxine sodium) and levothyrox (levothyroxine sodium). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009 she experienced rotator cuff syndrome ("right shoulder tendonitis with spontaneous elevation of the shoulder and neck lock"). In 2022 she experienced back pain ("pain in the lumbar area"), arthralgia ("pain in the hips"), dry mouth ("dry mouth"), sjogren's syndrome ("gougerot syndrome") and sacral pain ("sacral pain"). An unknown time later she experienced abdominal pain (seriousness criterion medically important), flatulence ("a lot of flatulence"), myalgia ("pain in the muscles of the buttocks"), tendon pain ("pain in the tendons of the buttocks"), headache ("intense and unexplained headaches"), urinary incontinence ("virtually permanent urinary incontinence"), fatigue ("unexplained general fatigue"), eye allergy ("eye allergies"), visual impairment ("rapid loss of vision"), dizziness ("dizziness") and osteoarthritis ("mild osteoarthritis"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, dry mouth, eye allergy, fatigue, flatulence, headache, myalgia, rotator cuff syndrome, tendon pain, urinary incontinence and visual impairment to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to sjogren's syndrome, sacral pain or osteoarthritis. The reporter commented: for the past year, dry mouth, onset of gougerot syndrome and the recrudescence of lumbar, sacral and hip pain. It was the rheumatologist who pointed me in the direction of a possible reaction to the essures. When I read the testimonials, I found there all these unexplained symptoms I had experienced myself. I've been getting x-rays of the hips, lumbar, cervical areas.for years. My pain is blamed on osteoarthritis, which is mild, however. My incontinence issues are blamed on my 3 pregnancies. My intestinal problems were blamed on the removal of my gallbladder in 1991 and my thyroid cancer was well followed and definitively cured. I had thought that all my ailments came from the levothyrox I was taking, especially since the controversy. Since I have been taking levothyroxine t tablets 112 to eliminate any effect of the levothyrox, the symptoms have persisted and worsened. I am currently being treated for a pleomorphic adenoma of the parotid artery, which will be removed on (B)(6) 2023. I am currently undergoing allergy testing for metals. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [X-ray] (date unknown): of the hips, lumbar, cervical areas for years a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 51 year-old female patient who had essure (ess205) inserted (lot no. 509024). Additional non-serious events are detailed below. The patient had a medical history of gallbladder removal in 1991 and thyroid cancer (cured) and multi gravida (3). As concurrent condition the report mentioned parotid adenoma. Concomitant products included levothyroxine teva (levothyroxine sodium) and levothyrox (levothyroxine sodium). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2009 she experienced rotator cuff syndrome ("right shoulder tendonitis with spontaneous elevation of the shoulder and neck lock"). In (B)(6) 2022 she experienced back pain ("pain in the lumbar area"), arthralgia ("pain in the hips"), dry mouth ("dry mouth"), sjogren's syndrome ("gougerot syndrome") and sacral pain ("sacral pain"). On unknown date she experienced abdominal pain (seriousness criterion medically important), flatulence ("a lot of flatulence"), myalgia ("pain in the muscles of the buttocks"), tendon pain ("pain in the tendons of the buttocks"), headache ("intense and unexplained headaches"), urinary incontinence ("virtually permanent urinary incontinence"), fatigue ("unexplained general fatigue"), eye allergy ("eye allergies"), visual impairment ("rapid loss of vision"), dizziness ("dizziness") and osteoarthritis ("mild osteoarthritis"). Essure (ess205) treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain, arthralgia, back pain, dizziness, dry mouth, eye allergy, fatigue, flatulence, headache, myalgia, rotator cuff syndrome, tendon pain, urinary incontinence and visual impairment to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to sjogren's syndrome, sacral pain or osteoarthritis. The reporter commented: for the past year, dry mouth, onset of gougerot syndrome and the recrudescence of lumbar, sacral and hip pain. It was the rheumatologist who pointed me in the direction of a possible reaction to the essures. When I read the testimonials, I found there all these unexplained symptoms I had experienced myself. I've been getting x-rays of the hips, lumbar, cervical areas.for years. My pain is blamed on osteoarthritis, which is mild, however. My incontinence issues are blamed on my 3 pregnancies. My intestinal problems were blamed on the removal of my gallbladder in 1991 and my thyroid cancer was well followed and definitively cured. I had thought that all my ailments came from the levothyrox I was taking, especially since the controversy. Since I have been taking levothyroxine t tablets 112 to eliminate any effect of the levothyrox, the symptoms have persisted and worsened. I am currently being treated for a pleomorphic adenoma of the parotid artery, which will be removed on (B)(6) 2023. I am currently undergoing allergy testing for metals. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [X-ray] (date unknown): of the hips, lumbar, cervical areas for years lot number: 509024 manufacture date: 2006-10 expiration date: 2009-10. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.